Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain after asr hip implant.

Event description:
Update 12/24/2013 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation. The complaint was updated on: 01/16/2014.

Event description:
Update: (B)(4) 2014- ppd's with medical records received. During revision surgery, scar tissue and corrosion on the taper were noted. The stem and sleeve have been added to the complaint. Stem left in situ. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.